Event description:
It was reported that the right ventricular lead was oversensing; the lead had 1093 short interval counts (sic) since the last interrogation. The threshold and impedance are within normal limits. The physician is determining if a holter monitor may revealed the source of oversensing or if reprogramming is the next step. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).